Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.